Event description:
While using the harmonic scalpel, the tip to the disposable hand piece broke off in the patient's abdomen. It took 15 minutes to find the piece that broke off, but they were lucky enough to find it and not have to open the patient. This did cause the patient to be under anesthesia for a longer time. Immediately after the event, we looked at the piece of the equipment as well as the piece that was recovered to be certain that the entire piece was recovered, and it was confirmed that there were no other pieces retained. The surgeon was perplexed as he explained that it "just broke off without a reason."